Event description:
Information was received that upon explant the rod was noted to have "tide marks" along the distraction rod. No patient adverse event was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information provided.

Manufacturer narrative:
Updated section(s):g6, h2 and h6 after review of the information that was provided, it has been determined that the "tide marks" that were reported are expected markings due to incremental distraction. There is no malfunction or adverse event that occurred or if were to recur would and cause serious injury.